Event description:
The customer alleges that during a procedure the nitinol wire broke off in the patient during access. It would not come out through the introducer so the wire and introducer needed to be removed to start over. Procedure gae, accessing the popliteal artery antegrade orientation. The remainder of the wire lays in the soft tissue.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were identified. A search of the complaint database was performed and no similar complaints for this lot number were identified.